Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while fasting with a continuous glucose monitor reading of 240 mg/dl, used an inset infusion set with 23" tubing, and performed an infusion site change with successful tubing and cannula fills; the user also administered a manual subcutaneous insulin injection of 8 units without adequate glucose reduction and planned to monitor and receive additional training. Symptoms included hyperglycemia without physical complaints. Outcomes included no hospitalization, no medical intervention, and no reported functional impairment. Investigation included customer troubleshooting, review of insulin delivery patterns, guided site change, and review of available device data. Investigation of this case revealed no evidence of a bent cannula or infusion set malfunction and did not identify a device malfunction; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.